Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 90, 100 and 246 mg/dl (fasting, back to back). The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined to perform back to back blood test during the call on (B)(6) 2017. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 90, 100, 246. Customer called concerning erratic results. Says that she tested 3 times within a 20 minute period and glucose level jumped from 246mg/dl to 90mg/dl. Customer performed control test and meter is reading accurately but customer is unsatisfied with meter and wants replacement.